Manufacturer narrative:
The electrode lot number was requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result for a patient sample tested on a cobas 6000 c501 module. The initial result was 167 mmol/l. The repeat result was 135 mmol/l.

Manufacturer narrative:
The field service engineer (fse) identified a defective tube of the rinse unit and replaced it. The investigation determined that the service actions resolved the issue.